Event description:
It was reported the atrial lead dislodged and perforated the right atrium into the lung. The lead was removed without complication. Further review of the manufacturer's database indicated the patient is deceased and died approximately two weeks post lead explant. The cause of death has been requested and not received.

Event description:
Additional information received reported that patient had aspiration pneumonia post lead revision and died of respiratory failure unrelated to the lead or procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2014. Of note, the serious injury of perforation is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2014. Information was subsequently received on (B)(6) 2014 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).